Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported via the national breast implant registry "device migration/implant malposition". This record is for the left side. Device was explanted.